Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw51034039) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties, and spots on their lungs and kidneys. There is no report of the medical intervention that the patient has received at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on nov 18 , 2024 and section h10 should be reported as: the manufacturer received a voluntary medwatch (mw51034039) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties, and spots on their lungs and kidneys. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received a voluntary medwatch (mw51034039) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties, and spots on their lungs and kidneys. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.